Event description:
It was reported that the artificial urinary sphincter (aus) is going to be explanted due to fluid loss. Six weeks after having the aus device implanted the patient had his device activated. Following activation the patient's incontinence continued. There was no improvement after activation. It was found "by means of ecography the amount of saline solution in the prb" was 24 cc. The "patient pending for reintervention and explantation of the device." It was further reported that there was no fluid loss. The device was initially activated on (B)(6) 2019. An ultrasound and cystoscopy were performed and showed that even though the sphincter is activated the urethra is completely open. Further information received states it is believed that the device was malfunctioning which led to the event. It is believed that the cuff is the correct size. It was further reported that the aus cuff was explanted on (B)(6) 2019 and a new 4.0cm cuff was implanted.

Manufacturer narrative:
Additional information provided in event, if explanted, give date. Model number: 72404127, lot number: 1000157729, model description: control pump fgs iz. Model number: 72400024, lot number: 1000171105, model description: balloon fgs 61-70 cm.

Manufacturer narrative:
Model number: 72404127, lot number: 1000157729, model description: control pump fgs iz; model number: 72400024, lot number: 1000171105, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) is going to be explanted due to fluid loss. Six weeks after having the aus device implanted the patient had his device activated. Following activation the patient's incontinence continued. There was no improvement after activation. It was found "by means of ecography the amount of saline solution in the prb" was 24 cc. The "patient pending for reintervention and explantation of the device." It was further reported that there was no fluid loss. The device was initially activated on (B)(6) 2019. An ultrasound and cystoscopy were performed and showed that even though the sphincter is activated the urethra is completely open. Further information received states it is believed that the device was malfunctioning which led to the event. It is believed that the cuff is the correct size.